Event description:
It was reported that the user attempted a supply change on the ilet but accidentally omitted inserting the insulin cartridge, after which an agent instructed the user to restart the process with new supplies and guided each step until insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery without alarms or hospitalization. Investigation included troubleshooting and user education focused on correct infusion set and cartridge replacement steps. Investigation of this case revealed user handling error during the supply change, with the device and its infusion set and cartridge components functioning as designed once the correct procedure was followed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect supply change steps.